Event description:
It was reported that the foley catheter was placed on (B)(6) 2025 and it was confirmed that the urine was not being drained on (B)(6) 2025. It was retrieved as it was noted that the lumen was obstructed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2025 and it was confirmed that the urine was not being drained on (B)(6) 2025. It was retrieved as it was noted that the lumen was obstructed.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2025 and it was confirmed that the urine was not being drained on (B)(6) 2025. It was retrieved as it was noted that the lumen was obstructed.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on evaluation finding, observed salt accumulation that causing drainage lumen occlusion which can cause flowrate issue. A potential root cause for this failure could be user related wrong duration setting on air purging that cause blocked drainage lumen/drainage eye occlusion/salt accumulation. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.